Event description:
It was reported that the patient is having an infection at the generator site and that the electrode was visible extruding out of the skin. Treatment with antibiotics were noted to not have any improvement and patient was admitted to the hospital. It was noted that the generator was removed, disconnected from electrodes then the wound was thoroughly washed with saline and gentamicin. Generator was noted to be disabled, scrubbed with chlorhexidine solution then re-implanted in the abdomen near the right iliac fossa. The electrode was placed in sub-clavicular region. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. Device evaluation is not necessary as it will add no value to the investigation. The report of extrusion of the lead will be submitted in MFR. Report # 1644487-2023-01317. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because it will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received from the physician noting that the cause of the abscesses that formed are not believed to be cause by the vns or vns procedure. No other relevant information has been received to date.

Event description:
Additional information was received noting that the generator was also extruding through the patient's skin. The cause of the extrusion at the generator site was assessed to be due to the purulent infection process from abscesses that formed at generator site 1 year after implant. The cause of these abscesses was not provided. It was noted that the patient showed improvement in the infectious condition around the generator site after procedure. Laboratory results were received from physician noting a confirmation of an infection. No other relevant information has been received to date.